Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1927bcf-45, batch 15300704, was received for evaluation. Visual inspection revealed that the screw was broken in half and was not received with the device, indicating that excessive force had been applied. (Refer to the attachments) functional testing was not performed due to the damage/missing components of the device. The most likely cause of the reported and observed failure is a user error. Including excessive force, misalignment of the insertion, and improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd october 2025, it was reported by a distributor via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the hospital reported that during insertion of ar-1927bcf-45 into the bone, the anchor broke. This was detected during use in a subscapular repair + rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as the item was replaced with a new one.